Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for degenerative disc disease. It was reported that the patient had experienced a sudden loss of stimulation, had returned of symptoms and she started having back problems/pain. The patient was instructed to sync the ins with the patient programmer to confirm the status of the ins but she got the splash screen. It was suggested to replace the batteries and after it was replaced she was able to power up the patient programmer. It was indicated that the patient programmer showed the stimulation was off. They turned the stimulation on and that resolve the reported issue. It was reviewed that the issue could have occurred because the patient pressed the ins off button or if her charge was low and stimulation turned off. The patient increased stimulation to 5 volts and reported she felt stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.